Manufacturer narrative:
On may 5, 2025, mentor became aware that the date of bilateral replacement surgery with catalog number smpb340; serial number (B)(6) on the left side, and with catalog number smpb340; serial number (B)(6) on the right side was (B)(6) 2025. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Complete UDI number has been added to field d4 on this form. Fields d6b for explantation date have been updated to (B)(6) 2025. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old female patient underwent primary breast augmentation with 325cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. As a result, the device was explanted on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 2, 2025, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported rupture, since the two received products have the same volume engraved, both devices were found intact with no issues per analysis findings below completed on june 7, 2025: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the sm mpp gel 325cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 25, 2025, mentor became aware that the surgery has been postponed. Hence, following fields have been updated on this form: - is required intervention has been de-selected under section b; field b2. - explantation date has been removed from fields d6b. - field h6 health effect - impact code has been updated to ¿recognized device or procedural complication.¿ - field h6 type of investigation has been updated to "device not accessible for testing." Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).